Event description:
74 year old female had totalknee replacement in 1985. Last yar, 1991 and 1992, she began to have pain and swelling. X-rays appeared ok, without signs of loosening. Then later, extreme polyethlene wear and fracture of the polyethylene insert right total knee with foreign body polyethylene synovitisdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.